Event description:
It was reported to kendall healthcare in 2001 that there were pinholes at the tip of the catheter. Customer states that they could not locate it the source of bleeding until they cleaned it and found a pinholes at the tip. Patient bled overnight and had to have the cathter replaced.